Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens was cracked. The cracked lens was noticed following insertion of the lens in the eye. The iol was replaced with a back-up lens. There was no patient harm.